Event description:
During arthroscopic surgery, acromioplasty electrode arced when activated - replaced with a second unit which appeared to function appropriately. Upon examination, a hole in the insulation on the tip of the first unit was noted. After the procedure, 3 very small blisters were noted at the pt's incision site.